Event description:
It was reported that after the patient¿s car accident on (B)(6) 2015 her implantable neurostimulator (ins) shocked her when it was on or off; an ins malfunction was reported. A shocking/jolting sensation was reported at the right implant. Before the accident the patient stated she was receiving good therapy. An impedance check was done and was good and the battery life was o.k. The cause of the issue was not determined or resolved. At the time of the report the patient was alive with no injury. It was reported that the ins should be explanted by the physician and replaced. The manufacturer¿s representative (rep) further reported that the patient did not state that the ins was the cause of the accident. The shocking feeling was worse when she attempted to charge the ins using her recharger. The patient was not receiving effective therapy. It was noted the patient wanted information to send to her insurance company that the accident happened and was reported to the manufacturer. She was going to discuss with her physician about surgically removing the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient couldn't charge the implantable neurostimulator (ins) because this caused her great discomfort with the ins on or off. It was noted it was difficult to the charge the battery because of location. It was noted she had good communication with the recharger each time she charged. The manufacturer's representative (rep) further reported that the patient was no longer charging her ins because it was uncomfortable to charge. She was not receiving effective therapy. No interventions oroutcome were reported regarding this event. Additional information was received indicating that the patient had a warm sensation in or around the stimulator pocket during recharging. The patient got burned 5 minutes after starting recharging session on (B)(6) 2015, per recharger stats the session occurred on (B)(6) 2015. The patient had not charged the stimulation since this occurred. On the recharging session from (B)(6) 2015 the patient charged for 106 minutes and did not trigger the temperature warning, the max temperature was 35.4. There was good coupling across all recharge sessions and that no sessions triggered temperature warning. The manufacturer representative was unable to explain the patient reports of getting burning 5 minutes into the session and the length of the recharging session. The patient had tenderness at the pocket site. The stimulator was very superficial and it felt like it had moved since the car accident. It was noted that images taken on the date of the car accident everything looked fine. It was noted that there were telemetry issues, there was a suspected overdischarge. The patient had not charged since (B)(6) 2015 and there was no telemetry with the stimulator on the day of the report. It was noted that the patient was involved in a car accident on (B)(6) and that after the mva the patient's stimulation coverage was not the same as before. The patient developed changes in the stimulation that had been changes in the stimulation where the stimulation did not feel consistent from her ribs to her toes. The stimulation used to feel consistent across this are of her body but it started to feel like it had a rolling quality to it and the intensity was not consistent across these areas of her bodylike it once was. There were no falls or trauma associated with these changes. The patient was going to see their manufacturer representative for reprogramming but then got into a car accident and had not been seen by anyone since she had changes in her stimulation. There was shocking while recharging that only occurred once and it was felt in the right leg and it was felt like they were being electrocuted. The patient's stimulation was not the same as before. The patient charger her battery up to 25% full and her stimulator pocket site was tender to touch. The redness on the stimulator pocket started after she placed the recharger antenna on the pocket site. There was no temperature screen seen on the recharger. The impedances were checked on (B)(6) 2015 and there were within normal limits, there were no power on reset (por) messages seen when interrogation with the clinician programmer were done. When the patient was charging her implant the stimulation was off and the patient felt jolting sensation. The stimulator pocket site was tender to touch. The patient was a very thing person and could feel the edges of the device, the pocket was not loose. Additional information was received indicating that the patient was not discharged. The patient was able to charge up stimulation and that the impedance check was in range. The patient was currently using the stimulation and receiving therapy. The patient was receiving therapy and covering her pain as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.